Event description:
It was reported that the lead had noise, oversensing and high thresholds. The lead was explanted and not replaced due to extraction difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc ICD, implanted: (B)(4) 2008. (B)(4).